Event description:
It was reported that farfield r-wave oversensing was observed on the implantable cardioverter defibrillator (ICD) system that resulted in storage of atrial tachy response episodes. The patient's clinic was informed. The ICD remains in service and no adverse patient effects were reported.